Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer replace the flow sensor assembly. The customer replaced the flow sensor assembly to address the issue. Failure analysis of the returned part indicates: root cause failure determined to be fault in u1 of airflow subsystem.

Event description:
It was reported that the unit failed air flow accuracy testing. There was no patient involvement.